Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received an intermittent buttons due to corroded keypad traces. No button error alarms noted. Insulin pump received with cracked battery tube threads, minor scratches on display window and broken reservoir tube lip.

Event description:
The customer reported receiving a button error alarm on the insulin pump and that the buttons were not responding. The customer's blood glucose was 165 mg/dl at the time the issue was reported. Nothing further reported.